Event description:
The physician requested explanations about discrepancies observed for one ventricular burst episode dated (B)(6) 2010: on the printout dated (B)(6) 2010, the marker chain showed discrepancy between egm and markers. - on the programmer screen, the marker chain was normal. - on the printout dated (B)(6) 2010, the marker chain was normal.

Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.